Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the replacement surgery for the rv lead was unsuccessful due to patient anatomy and the lead was abandonded. The previously implanted lead was re-attached. No patient complications were reported.